Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room and the lead had loss of capture. It was noted that the patient was in atrial fibrillation and their own ventricular rhythm was in the 60s. The lead is still in use. No patient complications have been reported as a result of this event.